Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had an under delivering alarm. The customer was at 135 mg/dl at the time of the call. Customer stated that they received emergency medical assistance and got hospitalized due to high blood glucose on december 25, 2018 with blood glucose of 686 mg/dl at the time of the incident. The customer was given manual injections to treat the highs and glucagon for lows. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches.